Event description:
Medtronic received information that battery cap cracked/damaged, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version: 2.10h. Retainer ring = clear. On (B)(6) 2021 customer alleged pump has cosmetic damage (damaged retainer ring/belt clip rails) and damaged battery cap. Unit p-cap / reservoir locked properly in place and passed displacement test. Unit received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit received was properly tested using a test battery cap. The following were noted during visual inspection: cracked retainer, faded serial number label, keypad overlay texture damage, pillowing keypad overlay, broken belt clip rails, cracked keypad overlay, scratched case, and minorly scratched lcd window. In summary, customer allegation for cosmetic damage (damaged retainer ring/belt clip rails) was confirmed during visual inspection where cracked retainer and broken belt clip rails was noted. Unable to verify battery cap damage due to missing original battery cap.